Event description:
Telemetry monitor began to pick up what looked like pacer spikes. A strip was printed out and placed in the battery compartment. Telemetry box was then switched and problem was resolved.